Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4). Concomitant medical device: catalog #00596402212, nexgen lps-flex articular surface, lot #63017510. This report will be amended when our investigation is complete.

Event description:
It is reported that the articulating surface was loose in the tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Please reference the following related medwatch #¿s: 0001822565-2016-01256, 1822565-2015-02371, 1822565-2015-02368, 1822565-2015-02369. The tibial component from lot 95006444 was returned assembled to a nexgen lps-flex articular surface. As received, the articular surface was loose in the tibial plate and could be moved from side to side. Cmm inspection of the returned tibial components identified that the dovetail cross sections were undersized. Review of the device history records for the custom tibial components identified no deviations or anomalies. These devices are used for treatment. Corrective and preventive action investigation determined that the locking dovetail feature of the custom tibial components was manufactured incorrectly; however, the components were accepted as they passed trial fit required per procedure. It was identified that the current custom process does not include quality engineering identification of inspection requirements and methods for critical design features. The applicable procedures are being updated to include quality engineering in review and signoff of manufacturing prints and an inspection criteria form is being created to document the methods used to inspect critical design features.